Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device revealed that the stent delivery wire(sdw) was kinked and the coil winds of the wire were broken as well. Functional could not be performed since the stent was not returned. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported and observed issue.

Event description:
It was reported that the stent delivery wire had fractured along its length during the procedure. The procedure was completed successfully and there were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the stent delivery wire had fractured along its length during the procedure. The procedure was completed successfully and there were no reported clinical consequences to the patient.